Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management, patient's previous driveline site infections, and clinical factors including comorbidities may have contributed to the reported event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient on (B)(6) 2015 had blood cultures done due to fever of 38.4 c, with clear to purulent driveline (dl) drainage which grew (B)(6), and acute on chronic leukocytosis of 26.3 on (B)(6) 2015. Patient did complain of pain above the driveline site and above the umbilicus. It was stated that the patient is known to have had (B)(6) of the driveline site. IV vancomycin 1000mg q12h per infection disease (ID) consult started. CT of the abdomen was done and no abnormal fluid collection found. On (B)(6) 2015 patient's wbc's were 23. Blood cultures were repeated on (B)(6) 20, te=no overt valvular endocarditis, patient treated for presumed vad endocarditis in light of bacteremia. On (B)(6) 2015 no growth in repeat blood cultures. Patient was afebrile on (B)(6) 2015 and PICC line was inserted for 6 week course of vancomycin. Rifampin 600 mg po qd was stated on (B)(6) 2015. Patient will follow up with ID in clinic post discharge. Remainder of admission was uneventful concerning (B)(6) and patient was discharged home on IV vancomycin and rifampin for 6 more weeks. Dc: wbc 11.8 temp 36.2. On (B)(6) 2015 patient was seen in the clinic and had a temperature of 35.1c and wbc of 9.5. IV vancomycin and po rifampin will continue until (B)(6) 2015. On (B)(6) 2015 driveline cultures was negative. On (B)(6) 2015 the patient was seen in the clinic and admitted for an abscess event. ID saw patient and rifampin was stopped and vancomycin continued for two more weeks. On admission the labs were, wbc 9.4 with a temperature of 36.7c. Upon discharge the wbc's were 6.4 and temperature of 36.6. Blood cultures this admission were negative but dl still grew (B)(6). IV vancomycin was changed to IV ceftaroline x 6 wks. On (B)(6) 2015 labs were, wbc 11.4 and temperature of 35.6c. On (B)(6) 2015 routine vad office visit with ID follow up appointment were done. IV antibiotics were discontinued and suppressive therapy was started with doxycycline 100 mg oral daily. Labs were wbc's of 11.4, and temperature was not done and cbc was normal. It was documented by the site that the there was a resolution date of (B)(6) 2015. No further information is available.